Event description:
The rptr stated that she did three back to back blood glucose tests. During the first test she used code 5 and got results of 140 mg/dl. She used code 11 for the next two tests and got 205 mg.dl results. Rptr stated that the strip codes matched the meter settings. All tests were performed within 5 mins, using different fingersticks. There were no symptoms reported. She got a control solution test that resulted within range 139 mg/dl.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8